Manufacturer narrative:
Additional information in d9 - date returned to mfg is 7/5/2023. The alarm log was reviewed and no relevant alarms were seen. The pump passed all product complaint investigation (pci) functional testing. As the complaint could not be confirmed the probable cause could not be identified.

Manufacturer narrative:
The device has been requested for evaluation. However, it has not yet been received.

Event description:
The event occurred on an unknown date involving a plum a+ infusion pump. The customer reported a non-compliant equipment- impossible to carry out the flow control. There was unknown patient involvement and unknown adverse events/human harm.